Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged powerglide catheter was confirmed, and the cause appears to be related to use of the device. One 20g x 8cm powerglide midline catheter was returned for investigation. A visual observation of the returned product revealed evidence of use. Blood residue is visible on the sample. The clear housing had separated and the pink back grips were received separate from the clear housing. The needle, which was severely bowed to one side, remained attached to the pink back grips. The proximal 16.4cm segment of guidewire was received within the needle. The catheter handle, the catheter hub, and a 6mm segment of the 20g powerglide catheter remained attached over the needle. The remainder of the catheter was received separate from the needle. The distal catheter segment was kinked 2.2cm and 3.4cm from the distal tip of the catheter. The proximal end of the distal powerglide catheter segment was crumpled and a 3.4cm segment of guidewire was protruding 2.9cm from the crumpled end of the catheter. The guidewire appears to be complete. A microscopic examination revealed that the guidewire had been severed. A microscopic examination of the adjoining ends of the catheter revealed regions of sharp edges along the catheter and sections where the surface was rough and granular. The distal tip of the catheter revealed that the opening was out of round and the material was deformed. It is possible that the needle severed both the catheter and the guidewire. Complications were reported as the catheter was being advanced over the needle and guidewire. During that part of the insertion process, the guidewire should be fully extended and locked into place. The IFU cautions, ¿make sure guidewire is fully extended before moving on to the next step.¿ the product IFU warns, ¿once the catheter has been advanced, do no re-insert the needle back into the catheter or pull the catheter back onto the needle. This may result in damage to the catheter. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿ no further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezh1063 showed no other similar product complaint(s) from this lot number.

Event description:
Facility contact stated that this event was reported by the IV team. They stated that a midline catheter was being advanced over needle and guidewire by the IV team rn, and the patient reportedly became combative and pulled right arm away from ICU rn procedure was aborted. As needle and catheter were being withdrawn from the arm, resistance was felt. IV team noted the catheter had allegedly sheared off at approximately the 0.5 cm mark. Vascular surgery was consulted and the patient was taken to the or for removal of the retained catheter. Team reported no operative complications.